Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown e1: bundang (B)(6). Slideprep h.6 investigation exec summary catalog # 445870, s/n (B)(6). The customer reported a false positive. No patient impact was reported. The fse reported that the cause was the failure to maintain the laboratory temperature. The root cause was not determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n mg7196 is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system that there were false positive results. No patient impact reported.